Event description:
It was reported that the patient experienced persistent hyperglycemia while using the ilet system, with a fingerstick blood glucose of 578 mg/dl and related high-glucose alerts; the caregiver noted the patient at times manipulates the pump and pulls off the infusion site, and supplies were changed with education provided to replace the infusion set every two days and respond to alerts. Symptoms included confusion consistent with severe hyperglycemia. Outcomes included completion of troubleshooting and education, with the caregiver planning to replace supplies and contact support if needed. Investigation included review of use conditions and user troubleshooting guidance. Investigation of this case revealed use-related factors consistent with site dislodgement or premature site failure leading to hyperglycemia, with no evidence of device malfunction identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.